Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the handheld camera head involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the handheld camera head was broken. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The handheld camera head was analyzed and found completely with no light guide adapter. The light guide adapter was not present when the handheld camera was returned. Fa found no sign of breakage on the locking tabs of the cable connector assembly. The quality assurance procedure (qap) was able to perform and pass focus test and was able to recognize all different images and targets with no issue. There was no ghosting observed when switching from different targets. A review of the logs showed one 48221 error but was not replicated during in-house testing. The camera cable was found to have cosmetic damage. The laser markings on the housing were found partially removed on both sides. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.